Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Additional observation. ¿ black particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.